Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that the cannula luer lock adapter would not stay on a viscoelastic syringe during vitrectomy surgery. An alternate device was obtained in order to perform the procedure. Patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received clarified that there was no immediate issue to the patient associated with this reported event.